Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified through the video provided, it is not possible to determine the lot number and catalog opening in the device on anterior side. The presence of capsular contracture cannot be trusted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a right side rupture. The following events are not device related, "simple cysts and solid nodules." Later, healthcare professional reported capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side "rupture", "simple cysts and solid nodules." Device remains implanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.